Manufacturer narrative:
Additional information received indicated that manufacturer's report # 2182207-2025-03543 was a duplicate of this report. All further information received related to this event will be reported in this report only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Additional information was received from the rep. It was reported that when the patient was implanted on (B)(6) 2025, intra-op and post-op impedance was checked multiple times and were all green. When the patient was seen (B)(6) 2025 (it was noted that a rep wasn't present), impedance testing was run several times and the impedance results were inconsistent. The values seen were at 40000 ohms, but the contacts that were high would change each time. It was noted that the implant and follow-up was done by experienced healthcare professionals (hcps), and everything went well at the time of implant. When the hcp put slight pressure on the ins site and checked impedance, everything was green. Additional information was received from the rep. The appointment with the clinic occurred on (B)(6) 2025, and all impedance values were within range with no more issues present. The cause of the impedance issues was not determined. The patient did not experience any symptoms related to the impedance issues. No actions were taken, other than waiting for time to allow the lead to settle prior to programming. The event was resolved. This I information was confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that intra-op connectivity and impedance checks were normal and within range. One day later during programming, multiple connectivity checks were conducted with varying results. Clinician applied pressure to the battery and again the connectivity resolved or showed differing results, all temporary. Impedances also showed varying results with >40,000 ohms on multiple contacts that changed during different impedance measurements. There were no contributing factors. No intervention taken. Issue was not resolved. The patient was returning (B)(6) 2025.